Event description:
It was reported that intermittent oversensing of myopotentials was observed which resulted in intermittent inhibition of pacing. Programming changes were recommended. The device remains implanted and the physician elected not to make any programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.